Event description:
The patient was admitted with a 95%, mildly calcified lesion in the right brachiocephalic vein. The vessel was mildly tortuous. A guidewire was inserted across the lesion and pre-dilation was conducted with a balloon catheter. Due to poor description of the vessel, by angiography, a smart control was delivered to the lesion in accordance with the vessel roadmap (without using a contrast agent). The stent was placed. However, when angiography was conducted, and the stent turned out to be placed toward the superior vena cava (svc) and almost dislodged to the svc. To avoid stent migration, another smart control was delivered, however, it pushed the smart control that had been previously implanted and the stent migrated to into the right atrium. The stent will be surgically removed and the patient is in stable condition. The physician commented that this event was caused as the stent was placed dependant on the vessel roadmap. The diameter of the stent may have been too short for the target vessel.

Manufacturer narrative:
The patient was admitted with a 95%, mildly calcified and mildly tortuous lesion in the right brachiocephalic vein. A guidewire was inserted across the lesion and pre-dilation was conducted with a balloon catheter. A smart control was delivered in accordance with the vessel roadmap (without using a contrast agent) and due to poor description of the vessel by angiography the stent was placed toward the superior vena cava. To avoid stent migration, another smart control was deployed; however, it pushed the initial smart stent into the right atrium. The stent will be surgically removed and the patient is in stable condition. The physician commented that this event was caused as the stent was placed dependant on the vessel roadmap. The diameter of the stent may have been too short for the target vessel. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15392474 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.